Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/ confirmed the customer reported complaint. Failure analysis found the primary failure of the thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. The root cause of this failure is attributed to mishandling/misuse. An additional observation not reported by the site that is related to the primary failure was also identified: the maryland bipolar forceps instrument was found to have signs of the thermal damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result and the root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the maryland bipolar forceps instrument (471172-16/ n10210913 0119) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 12 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument was accidently burned. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the maryland bipolar forceps instrument was accidently burned while dissecting the tissue using a harmonic ace instrument. The procedure was converted to laparoscopy with no report of patient injury. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 10-may-2022: as the procedure was too complex, it was converted to laparoscopy a few hours after the reported issue occurred. The procedure conversion was not related to the reported instrument issue.